Manufacturer narrative:
Product event summary: (B)(4): the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery.

Event description:
It was reported that the device was at end of life (eol) and there was a performance issue. Further follow up did not yet yield any additional relevant information regarding the event. The device was removed and replaced. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).